Manufacturer narrative:
A device history record review was completed for provided material number 38831314 and lot number 4334639. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the catheter was observed perforated. It is possible that the perforated catheter resulted from product use. If the 360-degree rotation of the catheter/cannula is not performed during puncture, there may be slight resistance when removing the cannula. In this situation, the healthcare professional may reinsert the cannula and re-cannulate the catheter, perforating it during the procedure. It is also possible that the perforated catheter resulted from product assembly. If a failure in the vision system occurs, a perforated catheter may be allowed to reach the customer post manufacturing. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Every time they insert the venous access, when performing ¿the test to verify that the device slides through the needle, it bends.¿ additional information 28-october-2025: 1.- when the catheter is flexed, it causes the needle to pass through the catheter, resulting in the rupture of this. 2.- as mentioned in the complaint, this was identified during the puncture, so it was during use with patients.